Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on (B)(6) 2025. G7 wearable and applicator were evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and wearable failure was found within the investigation window. Confirmation of the allegation was confirmed, the root cause could not be determined. Applicator was evaluated. An external visual inspection was performed and no damage was found. The allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined due to this product not being related to the allegation. No additional patient or event information is available.

Event description:
It was reported that an unspecified sensor issue occurred. The wearable was inserted into the abdomen which is an off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, the patient experienced a severe hypoglycemic event. The patient was unable to recall the exact error message displayed on her cgm receiver and mobile device. She uses a tandem t: slim pump, reportedly not operating in modified closed-loop mode. After going to bed, the patient was unaware that the cgm sensor had stopped functioning. The patient¿s neighbor later checked on her and found her unresponsive. A blood glucose (bg) reading taken at that time was 21 mg/dl, and the dexcom cgm was no longer providing readings. The neighbor administered carbohydrates, but the patient¿s bg did not improve initially. A second round of carbohydrate treatment was given, resulting in a bg of 42 mg/dl. Emergency services were called, and upon arrival, ems administered glucose gel and transported the patient to the hospital. There, the patient received IV dextrose from the attending nurse. She remained hospitalized for approximately nine hours. At the time of reporting, the patient was stable and reported feeling fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 10/06/2025. It was reported that a unknown failure/error occurred. Data was provided for investigation. Data investigation confirmed wearable failure. The allegation was confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.